Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump with no continuous glucose monitor (cgm) sensor readings. Reportedly the customer has hospitalized due to the issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.